Event description:
It was reported that the patient experienced infusion set site infection event due to adhesive failure because hairs on insertion site event on (b)(6) 2026.

Manufacturer narrative:
E1: Patient city: (b)(6),Patient country: Germany,Name: (b)(6), Country: United States of America,Street: 1 (b)(6). Based on the available information, this event is deemed to be a serious injury.Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 8021545.